Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an implant procedure. During the procedure, the left ventricular lead's suture sleeve was broken during suturing process. The actual lead body was not damaged and electrical values were normal after the incident. Patient had no symptoms and was stable after the event.